Event description:
Surgeon performed a craniotomy and secured with three resorbable plates. Two and a half weeks after surgery, the pt has returned due to bad headache. There was severe intracranial pressure and infection that caused the flap to push outward and break the resorbable plates.

Manufacturer narrative:
Additional info provided by medical facility: the doctor stated that the reason the resorbable plates broke was due to the abnormal high pressure that developed under the pts bone flap. The doctor said that if the pt didn't have resorbable plates/pins in there, the pt could have died due to the high pressure. By the plates breaking, it allowed the pressure to be released. The attending physician felt this was an extremely rare event and was not sure what caused the pt's infection and subsequent swelling. The doctor operated, removed the resorbable burr hole covers, and replaced the bone flap with titanium plates and screws.